Event description:
The pt was implanted with a left ventricular assist device. It was reported by the vad coordinator that the pt's system controller was in backup mode. The system controller was exchanged for another system controller and no further problems were reported.

Manufacturer narrative:
The device was returned to the manufacturer for evaluation. The report of the system controller operating in backup mode was unable to be confirmed. The manufacturer's review of the log file also did not reveal the system controller reverting to backup mode as reported. In the evaluation, the black power lead was manipulated and the system reported a "powercable disconnect" alarm followed by a "low voltage" alarm with intermittent interruption of pump support while connected to the test power module. The system controller was disconnected from the test set up and the covers were opened revealing 4 broken nylon screws that secure the esd cover. The esd cover was removed and one of the 4 nylon screws that hold the main printed circuit board to the esd was also broken. The outer gray insulation of the black power lead at the housing side was removed revealing several burned/broken inner wires under the black strain relief at the housing side. This situation is being addressed through the manufacturer's corrective/preventive action system and an urgent medical device correction notice (29165969/2/10001-c) was sent to customers. No further information is available. The manufacturer is closing its file on this event.